Event description:
Related manufacturer reference number:1627487-2023-05758. It was reported the patient lost effective coverage due to the l3 and l4 drg leads had migrated. This was confirmed via x-ray. The patient underwent surgical intervention where the entire drg system was explanted and replaced with scs system. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.